Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b7, g3, g6, h2.

Manufacturer narrative:
H10: additional manufacturer narrative: "it was reported that a patient with a 23mm 3300tfx aortic valve, implanted in the pulmonary position, underwent a valve-in-valve procedure after an implant duration of 7 years, 9 months due to pulmonary regurgitation and pulmonary stenosis. The patient was symptomatic with dyspnea on exertion and syncope. The tpvr was successfully performed with a 29mm 9755rsl valve." Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Regurgitation is a common manifestation of bioprosthetic valve and valved conduit dysfunction. Common causes of regurgitation during device implantation include: device distortion occurring before or during implant; device interaction with patient anatomy or other devices; leaflet damage occurring before or during implant, and incorrectly sized valve seated. The above factors may occur during the procedure due to patient anatomical factors and/or other procedural difficulties even if the device is used within specification and within acceptable medical practice. Although it is uncommon, the procedural factors listed above may be the result of use of the device not in accordance with the IFU either inadvertently or intentionally. It is possible that distortion of the valve frame or damage to the leaflets incurred during the manufacturing process may result in regurgitation if undetected during device preparation. Visually apparent valve or leaflet anomalies are typically detected prior to implantation, resulting in device exchange. Complaints reported with regurgitation as the primary complaint code are not typically attributed to manufacturing-related non-conformances. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including patient age at implant.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve, implanted in the pulmonary position, underwent a valve-in-valve procedure after an implant duration of 7 years, 9 months due to pulmonary regurgitation and pulmonary stenosis. The patient was symptomatic with dyspnea on exertion and syncope. The tpvr was successfully performed with a 29mm 9755rsl valve.